Manufacturer narrative:
Customer has indicated that the product is in process of being returned for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
As reported, approximately 3 years and 11 months post the initial right total knee arthroplasty, the patient needed to be revised because of the wrong packed liners and wear of the liner. Some pieces broke apart from the liner and were removed. The patient experienced swelling and pain. The patient was in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h3, h6 type of investigation, investigation findings, investigation conclusions. The following sections were corrected: h6 problem code. H3: the revision reported was likely the result of prosthesis wear leading to device fracture. Potential causes for polyethylene wear include high contract stresses during knee flexion, high pressure during deep knee flexion combined with a malaligned or rotated femoral and/or tibial knee component, patient-related conditions, inclusion of the polyethylene in the packaging recall, or any combination of these possibilities. However, this cannot be confirmed from the provided device and no pre-revision radiographs were provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d9